Event description:
It was reported that when an asymptomatic patient presented in clinic, far field r-wave oversensing on the atrial channel was observed. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.